Manufacturer narrative:
Reliability analysis inspected 3 opened and used infusion sets and performed manual prime test using a new lab reservoir along with a 5xx insulin pump. Analysis ran priming in pump at 55.0 units. Infusion sets failed per specification 1 of 3 infusion sets due to found occluded quick release connection septum side. 2 remaining failed infusion sets due to p-cap needle occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they were having issues priming the infusion set. The customer's blood glucose was 210 mg/dl at the time of incident. The customer stated that they had to change the infusion set and reservoir to get it to work. The infusion set will be returned for analysis.